Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device, however, it was relayed that the device was available for on-site evaluation only.

Event description:
It was reported that patient underwent left knee arthroplasty in 2009. Subsequently, patient was seen for a routine post-operative visit where radiographs were taken. The radiographs indicated the presence of a metallic object in the patient's left knee. A revision was performed two months later, to remove the object which was confirmed to have been the posterior stabilizing post that came off of the trial bearing during the initial procedure.